Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after difficulty reconnecting following a 23-inch infusion site change, and with remote guidance the user successfully reconnected and resumed insulin delivery; the glucose level was reported as ¿high,¿ with alerts for values above 300 mg/dl for over 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no immediate health effects. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.